Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided on 05/10/2021. It was reported that the patient was evaluated by a physician and unspecified treatment was provided. No additional patient or event information is available.

Manufacturer narrative:
Com-(B)(4). B2: outcomes attributed to adverse event - correction to remove hospitalization. B5: describe event or problem - correction. D10: concomitant medical products and therapy dates - additional. H2: correction/additional information. H6: correction to remove code 4607 as the patient was discharged from the hospital the same day.

Event description:
It was reported that a signal loss over an hour occurred. The patient¿s mother reported that during the night the sensor ¿failed completely¿ with a signal loss lasting for about 8 hours and did not report any data or warning. The patient¿s mylife ypsopump insulin pump had an occlusion and turned off at the same time without the patient or the mother noticing. As a result the patient went to the hospital for severe diabetic ketoacidosis (dka). No specific symptoms were provided. Conflicting information was received regarding whether the patient was treated or not at the hospital; it was initially reported that the patient was treated at the hospital as an inpatient, but the mother later stated that he was checked by the doctor with no special treatment, and was discharged the same day. At the time of the report the patient was feeling fine. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
Com-(B)(4). B2: outcomes attributed to adverse event - correction to remove hospitalization. B5: describe event or problem - correction. D10: concomitant medical products and therapy dates - additional. H2: correction/additional information. H6: correction to remove code 4607 as the patient was discharged from the hospital the same day.

Event description:
It was reported that a signal loss over an hour occurred. The patient¿s mother reported that during the night the sensor ¿failed completely¿ with a signal loss lasting for about 8 hours and did not report any data or warning. The patient¿s mylife ypsopump insulin pump had an occlusion and turned off at the same time without the patient or the mother noticing. As a result the patient went to the hospital for severe diabetic ketoacidosis (dka). No specific symptoms were provided. Conflicting information was received regarding whether the patient was treated or not at the hospital; it was initially reported that the patient was treated at the hospital as an inpatient, but the mother later stated that he was checked by the doctor with no special treatment, and was discharged the same day. At the time of the report the patient was feeling fine. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that the sensor ¿failed completely¿ and did not report any data or warning. The patient¿s mother stated that there was a signal loss lasting over three hours. The patient¿s insulin pump and continuous glucose monitor (cgm) turned off at the same time, and/or the insulin pump had an occlusion, and as a result the patient had to go to the hospital for severe diabetic ketoacidosis (dka). No treatment information was provided. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.